Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
One of the dp-40k punch was utilized in a cardiac case on and it misfired. The patient was not injured and another punch from the same batch was utilized successfully.

Manufacturer narrative:
(B)(4). A visual inspection was performed to 1 piece from product code dp-40k (pu dp-40k disp punch 4.0mm) which was received as part of this complaint, sample was not received on its original packaging. During the inspection of the unit, no damages are observed overall. Dimensional testing according to qa-pun-001/f2 & f3 were performed to the metal components once disassembled obtaining acceptable dimensional results. As per quality form qa-pun-003/f1, the unit was activated by triggering the device in order to detect any obstructions and to show a smooth return of the metal core, sample available didn't show any problem during this testing. No corrective actions can be established since the visual, dimensional and functional test demonstrated that product is according to the specifications.a DHR review could not be conducted since the lot number was not provided. Other remarks: based on the testing performed to the available sample, customer complaint is not confirmed since the unit was not found to be out of specifications.

Event description:
One of the dp-40k punch was utilized in a cardiac case on and it misfired. The patient was not injured and another punch from the same batch was utilized successfully.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
One of the dp-40k punch was utilized in a cardiac case on and it misfired. The patient was not injured and another punch from the same batch was utilized successfully.